Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead exhibited gradually increasing and out of range shock impedance measurements. Technical services (ts) discussed continued monitoring of daily impedance measurements and potential delivery of a commanded shock to assess delivered shock impedance. This lead remains in service at this time. No adverse patient effects were reported.